Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: manufacturer¿s analysis could not confirm the customer comment that the programmer suddenly powered-off; the programmer passed all incoming testing. The hard drive was reconfigured, and the software was reloaded and updated. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer suddenly powered-off during a patient check; a different programmer was used. The programmer has been returned for repair. No patient complications have been reported as a result of this event.